Manufacturer narrative:
Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: the returned jagtome rx 44 was analyzed, and a visual evaluation noted that approximately 15mm of the cutting wire was broken and bent. Additionally, the working length was twisted at the middle section and bent at the proximal section. The device was observed under magnification and the cutting wire was blackened and the cut of the cutting wire was not smooth. A functional evaluation was not performed due to the condition of the device. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, bent and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the break in the cutting wire could have been generated if there was not constant contact with the tissue when electrocautery current was applied, if voltage exceeded the maximum voltage rating, or by manipulation of the device during the procedure. Additionally, the working length was found twisted and bent. The twist in the working length could have been generated upon multiple attempts to rotate the handle. The bend in the working length could have been generated if the device was hit against a hard surface during advancing through the endoscope. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to the first of two jagtomerx 44 devices used during the same procedure. It was reported to boston scientific corporation that a jagtome rx 44 was used in the biliary common duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cutting wire broke. A second jagtome rx 44 was used; however, the same problem occurred. Reportedly, no part of the device was detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two jagtomerx 44 devices used during the same procedure. It was reported to boston scientific corporation that a jagtome rx 44 was used in the biliary common duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cutting wire broke. A second jagtome rx 44 was used; however, the same problem occurred. Reportedly, no part of the device was detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.